Manufacturer narrative:
Polident smokers denture cleanser tablets is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of choking in a (B)(6) female pt who used polident smokers denture cleanser tablets for denture cleaning. A physician or other heath care professional has not verified this report. Concurrent medical conditions included alzheimer's disease. On an unk date, the pt began using polident smokers denture cleanser tablets. On (B)(6) 2008, the pt was taking her medications and tried to swallow a polident smokers denture cleanser tablet which was on the counter near her medications. The tablet stuck in the pt's throat, and she experienced choking. The pt's daughter pounded her on the back and massaged her throat, and the pt coughed and was gasping for air. She was then able to spit out the tablet and reported having a sore throat. This case was assessed as medically serious by gsk. The pt continued to use polident smokers denture cleanser tablets. At the time of reporting, the sore throat was unresolved, and the other events were resolved.